Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that post implant a swedish adjustable gastric band, surgical replacement of the reservoir had to be performed and the opening / closing system is currently being tested to determine if it operates properly. There was no adverse patient consequence reported. Four attempts have been made to obtain additional information and get clarification of reported event. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two port revisions were performed although the specific reasons were not provided. The patient had gained weight. An endoscopy was performed however the results were not communicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).